Event description:
The customer reported the sys booted up with a cmos error, date and time not set. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery was reset and reprogrammed. The sys operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.